Event description:
It was reported that during a gastric bypass procedure, the device delivered an incomplete staple line. The procedure was completed with a like device. There was no adverse patient consequence.